Event description:
Boston scientific crm received information that this patient experienced a fall. The right ventricular lead exhibited intermittent loss of capture and high thresholds. In a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was completely severed 14.7 cm from the terminal pin. Both lead segments were returned. The lead segments passed conductor resistance testing, confirming the conductors were uncompromised and electrically continuous. No further testing was performed due to the state of the lead.